Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06254. It was reported the patient changed physicians, the new physician ordered x-rays of the scs system and it was found the leads have migrated. The patient stated she felt the stimulation was too strong. Surgical intervention is planned at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.